Event description:
Philips received a complaint on the device efficia dfm100 indicating that in front of the scanner room a patient went into fibrillation. Staff tried to shock the patient, but the defibrillator failed to deliver the first shock. The second shock was delivered. The patient was then taken to the cardiac emergency department. Defibrillators are life-saving devices, therefore the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(4) has been identified as a duplicate of (B)(4) whose child emdr has been submitted on 28mar2025 with received MFR report number: 3030677-2025-001003 and has been processed accordingly. Please refer to (B)(4) for the full investigation of this issue.

Event description:
(B)(4) has been identified as a duplicate of (B)(4) whose child emdr has been submitted on 28mar2025 with received MFR report number: 3030677-2025-001003 and has been processed accordingly. Please refer to (B)(4) for the full investigation of this issue.